Event description:
It was reported that during a gastric bypass procedure, a piece of the blade fell off outside of the patient. Used another like device to complete the procedure. There was no patient consequence.